Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and during pump system check, a minimum fill estimate occurred. Customer reported that at times, they will add/remove insulin from the cartridge after it has been loaded. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.